Event description:
"I would like to report the death of a 33 yr old woman, who had silicone breast implants. Her grandmother gave me this info but does not want her name used. This is true for god knows so many others! This person had no health problems before having the breast implants and her family is still in shock over this young women's death in 1994." "Don't you people at the FDA realize that no one is reporting most of the illnesses and deaths from silicone poisoning?"